Manufacturer narrative:
The previous report of the ongoing pump pocket infection referenced in this section was reported under medwatch MFR. Report number 2916596-2017-00864. Approximate age of device ¿ 2 years and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has an ongoing pump pocket infection secondary to a hip prosthesis infection. They are seeking for an orthopedic surgeon who may be willing to plan a replacement of the hip prosthesis at the same time as the pump is exchanged. Additional information was requested but none has been provided.

Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file for this event.

Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file for this event.